Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in a heart valve return kit jar fully submerged in a clear 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was received in a crimped state and the inflow aspect exhibited a reniform appearance. All leaflets exhibited signs of creases and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. As received, all leaflets appeared partially closed. A large gap was observed between the free margins. All commissures appeared intact with coagulated blood/thrombotic-appearing host growth. The valve was submerged in body-temp (approximately 37 celsius) saline. The frame expanded; however, retained a compressed state. It is possible the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the received condition, a deployment simulation to evaluate against the alleged event of frame expansion cannot be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012470426); product type: 0195-heart valves; implant date: not implanted; non -implantable device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, in a patient with a heavily calcified native valve and a decreased left ventricular outflow tract diameter, a pre-implant balloon aortic valvuloplasty was performed using a 20mm non-medtronic, non-compliant balloon. The delivery catheter system (dcs) was inserted into the patient and advanced over a savvy wire. During the first deployment attempt the valve frame was underexpanded. The physician recaptured the valve and attempted another deployment, but the underexpansion persisted. The valve was recaptured again, and the dcs was removed from the patient. A second pre-implant balloon dilatation was performed using a larger 22mm nonmedtronic, non--compliant balloon. A different valve, dcs, and catheter loading system were used for the procedure. No patient complications were reported as a result of this event.